Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Infusion set failed per specification due to infusion set found occluded at tubing quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 356 mg/dl at the time of incident. The customer stated that the no delivery alarm was active at the time of call. The customer performed plunger push and the insulin did not exit. The customer assembled a new infusion set with the current reservoir. The customer performed plunger push and the insulin did exit. The infusion set will be returned for analysis.